Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/4/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the pump powered on with the returned battery cap that was able to tighten despite damage to the battery cap thread. Battery compartment cracks were observed in the thread area, however a loss of power was not duplicated during investigation. The pump's black box showed one pump reboot event on (B)(6) 5014 at 15:46. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" or "intermittent power" event was not duplicated during investigation. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump randomly powered off. There were no reported alerts or alarms from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.